Manufacturer narrative:
Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3487a-45, lot# v495192, implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# v542023, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4). Device analysis for ins (B)(4) revealed the battery had reduced capacity due to overdischarge. Device analysis for extension (B)(4) revealed no anomaly found. Device analysis for lead v495192 revealed no significant anomaly. There was suspected body fluids in the lead, no performance impact. Device analysis for lead v613606004 revealed no significant anomaly. The outer insulation was cut. Device analysis for lead v542023 revealed no significant anomaly. There was suspected body fluids in the lead, no performance impact.

Event description:
The patient was potentially going to be explanted on (B)(6) 2014. It was additionally reported that the patient ¿didn¿t have good coverage¿. The total device system was explanted and not replaced. There was no patient injury and the patient recovered without sequela. It was further reported that the patient was not happy with coverage. Prior to explant it was attempted to interrogate the device but the battery was dead. The patient recovered from the procedure.

Manufacturer narrative:
(B)(4).